Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on august 18, 2016. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing did not reveal any related non-conformity during manufacturing for this handpiece. No sample was received. Therefore, based on the information obtained, the root cause of the reported phaco none cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was no phacoemulsification power with the handpiece. Additional information has been requested.